Manufacturer narrative:
Corrected data: this information is corrected from previous MFR. Report.

Event description:
Further investigation into the broken solder on the tablet identified that the cause of the damage was user mishandling and not a result of a manufacturing error.

Event description:
The tablet was received for analysis. Analysis was completed on 12/18/2015. Analysis revealed that the tablet screen was not damaged; however, the tablet case was damaged. Additionally, during the analysis it was identified that the tablet was unable to access a sd card. As a result the vns software could not write to the sd card. The cause for the anomaly is associated with a cracked solder connection between the main board and the card detect lead of the sd memory card socket. Although the sc card socket was disabled, the vns software still had limited functionality and was able to interrogate, program, and perform diagnostic tests during the analysis. Once the lead was soldered onto the main board, no further anomalies were identified. Manufacturing records for the tablet did not identify any discontinuities at the time of distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's new tablet arrived with a cracked screen. The physician was provided a new tablet. The cracked tablet has not yet been received for analysis.